Event description:
It was reported that the bulb module failed otu of the box. It was further reported that upon replacing the bulb module on the lightsource, the bulb module would not turn on. It was further reported that this happened during preventive maintenance and as such, no patients were involved. Thus there were no reports of any adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.